Manufacturer narrative:
Initial MDR. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Event description: service reports leak during catheter flush, at connector, second incident, no harm to patient. Tests are performed with saved sample, video is taken and observed through solution output housing. Could you confirm how many units of the product had the problem or defect? So far, only one unit has been reported. When was the problem or defect identified: before, during, or after use? During use could you confirm whether the fault was detected during priming or during infusion? If it was during infusion, at what stage? During the bolus could you confirm the brand and model of the connected product(s)? Precision care 10ml syringe. Confirm if there is any visible damage to the set, such as cracks, burrs, or deformation of the piston. No obvious damage confirm what substance was being infused at the time of the incident. Saline solution was there insufficient infusion? No

Manufacturer narrative:
Two mz1000 samples were received without packaging for investigation; no residual fluid was present in the housing of the maxzero. One of the samples was received connected to a catheter and a precisioncare 10ml syringe. The customer reported that the affected sample was from lot 25075463 and that "leak during catheter flush, at connector, second incident, no harm to patient." A visual inspection of the returned sample did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. The returned sample was subjected to pressure testing using a 50ml bd plastipak syringe; no leakage was observed from the maxzero throughout testing. However when the same test was performed with the returned precisioncare 10ml syringe, leakage was confirmed between the syringe and the maxzero; suggesting an issue with the precisioncare syringe. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, the leakage was not replicated with bd products but only when connected to the precisioncare syringe. No manufacturing defect was identified with the maxzero connector, which may have contributed to the customer's experience. A review of the production records for lot 25075463 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this report and will continue to monitor the incoming feedback and remain vigilant to issues of this nature during future production. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the mz1000 product.

Event description:
No additional information.